Event description:
It was reported that during remote follow-up, oversensing was noted on the right atrial (ra) lead due to suspected noise. No intervention was reported. There were no patient consequences.